Event description:
Pt implanted with a margron dtc hip replacement system presented at the ER approx 3 years postoperatively. Event report indicated that the pt, after hearing a crack in the hip walking upstairs, subsequently could not walk correctly. X-rays revealed a fracture through the distal taper of the femoral neck component. Revision surgery was performed and the device was explanted and replaced by another hip system. Retrieved explant to be analyzed for cause of the fracture in femoral neck.

Manufacturer narrative:
The returned device is currently being evaluated. As described in MDR no 9613642-2008-00001, portland has taken the margron dtc system off the market in the u.s. Pending further evaluations of the device and past events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.